Manufacturer narrative:
G4:12jan2021. B4:13jan2021. This issue occurred during battery testing. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer (biomed) requested to order a replacement battery to be replaced onsite. The biomed replaced the battery to resolve the reported issue. After the repair, the device successfully passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 16dec2020.

Event description:
It was reported to philips that the device's battery failed. The device was not in clinical use at the time of the event. There was no report of patient, or user harm.